Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent surgery because his inflatable penile prosthesis was not performing as expected. Fluid loss in the device was observed, and both cylinders had ruptured. The pump and cylinders were replaced. There were no patient complications.